Event description:
The customer reported the touch screen will not calibrate and requested the part ID. Patient involvement and harm is unknown. Follow up attempts were made to obtain the answers to the safety questions; no response received.